Event description:
Allegedly, the devices failed due to corrosion of the modular neck at the head-neck junction and where the neck seated in the pocket of the stem, and early excessive wear of the liner. Also, production of metal debris resulting in metallosis, polyethylene wear debris, adverse local tissue reaction to particles, weakness, and pain.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.